Event description:
Stent came off of delivery system and a snare device was successfully used to retrieve the stent.======================manufacturer response for ion over the wire stent, ion over-the-wire stent 2.25 x 12mm (per site reporter): rep was in cath lab at time of event: unknown response.